Event description:
The generator and lead were received. Product analysis was completed on the generator. The septum was not cored, thus eliminating the possibility of a potential unintended electrical current path through body fluids. In the pa lab, the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. There were no performance, or any other type of adverse condition found with the pulse generator. Lead analysis has not been completed to date. No further relevant information has been received to date.

Event description:
Product analysis was completed on the lead. Continuity checks of the returned lead portions were performed during the functional analysis, and no discontinuities were identified. Based on the findings in the product analysis lab, other than typical wear and explant related observations, no anomalies were identified in the returned lead portions. Note that since a portion of the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. No further relevant information has been received to date.

Manufacturer narrative:
Protrusion to capture incidents of a device being visible under the skin. (B)(4).

Event description:
It was reported that the patient has been saying for a while that she feels ¿pulling¿ in her neck where the device is. She then had a fall and landed on her left side and since then this area of her neck has been bothering her more. It hurts when the vns turns on. It also never really had an effect on her seizure frequency. It was noted that regular stimulation was turned off, and it is still bothering her but not as much. She also feels a tender lump along the course of the wire (assumed to be protrusion). Information was received from the nurse that they are not sure what is causing the events. The patient was evaluated on 9/2 and had noted that she had a fall and felt like something with the device came loose. The device was checked and found to be working properly. Normal mode stimulation was turned off but magnet mode was kept on. The patient wants the device to be removed as she also feels that it never helped with her seizures. They followed up with the patient on 9/22 and she noted that she was feeling a little better but still felt the pulling sensation. The patient was scheduled for explant. When asked for the explant reason the physician's office noted that the pain and pulling sensation in the left side of her neck and arm since the patient fell in july. The physician feels that she is feeling the wires pull more now because she has lost a significant amount of weight since the vns was placed. It was noted the patient has had no worsening of seizures since the device was disabled. She gets pain over the device whenever it is hit at all. The generator and lead were explanted and have not been received to date. No further relevant information has been received to date.